Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 56.5 cm from the hub. Conclusions: evaluation of the returned device confirmed that the ace 68 was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the tubing tray is not removed prior to withdrawing the catheter from the packaging, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Upon opening the penumbra system ace 68 hi-flow kit (kit) for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked. The kinked ace 68 was noticed prior to its use and therefore, was not used for the procedure. The procedure was completed using a new kit.